Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this implantable lead exhibited elevated pacing impedance (>3000 ohms) and a single low shocking impedance measurement (<20 ohms) during a routine device changeout for elective replacement indicator (eri). Baseline impedances, thresholds, and sensing values did not change between the explanted device and this device. During defibrillation threshold testing (dfts), a single shocking impedance measured <20 ohms. Several additional measurements measured 40 ohms. Following the dft testing, impedance measured >3000 ohms. The physician elected to explant this lead and this device, and replaced them with a similar system. The physician noted damage to this lead upon explant. No complications occurred.